Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue. Additionally, a minimum fill notification occurred after the user filled the cartridge with an unknown number of units of insulin during the load sequence. The customer added insulin to the existing cartridge and resumed insulin. Blood glucose level was 288mg/dl.